Manufacturer narrative:
(B)(4). This unit is a test unit and not used clinically. The fsr installed a new dual tach printed circuit board (pcb). The unit operated to the manufacturer's specifications. The defective part was returned to the manufacturer for further evaluation. This complaint is related to (B)(4) / medwatch #1828100-2017-00510.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump had a blank revolutions per minute (rpm) display. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the dual tach board into an 8k pump test fixture. The pst powered on the pump and started rotations of the pump. The display showed proper rpm display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.